Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report.

Event description:
It was reported that the pt is experiencing difficulties with their hip implant and has had blood tests and MRI. The pt had an elevated ion blood count and complained of pain. Dr (B)(6) revised the femoral stem without much difficulty and implanted secure fit implants to match up with appropriate cup leg length. He also placed a cable around the proximal stem. Her chromium level was 8.9.